Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm &27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The first closure device the 30mm, was deployed in the laa, but did not meet release criteria. This closure device was successfully fully recaptured. The second closure device, the 27mm, was fully deployed and released successfully in the laa of the patient. After the procedure was finished the patient developed a hematoma on their left groin. The patient required a blood transfusion and monitoring. They were discharged from the hospital and doing well after recovering from this event. It was further reported that the was inserted in the patient's right groin. The hematoma that occurred was in the left groin where an unknown 5fr sheath was used for another purpose. A vascular closure device was used in the left groin. The blood transfusion was related to the hematoma. The hematoma was treated with manual pressure.

Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30 mm & 27 mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient. The first closure device the 30 mm, was deployed in the laa, but did not meet release criteria. This closure device was successfully fully recaptured. The second closure device, the 27 mm, was fully deployed and released successfully in the laa of the patient. After the procedure was finished the patient developed a hematoma on their left groin. The patient required a blood transfusion and monitoring. They were discharged from the hospital and doing well after recovering from this event.